Manufacturer narrative:
The insulin pump received no button response due to flattened act button dome switch. No button error alarm during testing. No cosmetic damage noted.

Manufacturer narrative:
Reference medwatch 3004209178-2015-44152 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 98 mg/dl. He had just received a replacement insulin pump. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.